Manufacturer narrative:
H10: the device was discarded and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a connection issue between the patient line of an amia automated pd cycler set and the female connector of a peritoneal dialysis (pd) transfer set. The connection issue was further described as the patient line of the cassette unable to disconnect from the transfer set. This issue occurred when the patient was disconnecting after peritoneal dialysis therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.